Event description:
It was reported that the device had gone into backup vvi reset mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field experience of reset was verified in the laboratory. Upon receipt, the device was found to be in bvvi mode with dfo (device function off) enabled. Analysis of the device image showed that the reset was caused by an anomalous integrated circuit component. The failure, however, was not reproducible during testing in the laboratory.